Event description:
It was reported via repair work order that the trend angle was inaccurate due to a angle sensor needing calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.